Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The sensor was inserted into the abdomen on (B)(6) 2024 , which is off-label usage of the device. On (B)(6) 2024 , it was reported that the patient alleged that her dexcom app/phone did not alarm. The event occurred the day after the sensor was inserted in the abdomen. The patient experienced dizziness, pain in her head and body, mobility issues, diaphoresis, nausea, focus difficulty, and loss of consciousness for 20 minutes. The son called 911 and the bg by ems was 74 mg/dl while the egv was 75 mg/dl. The patient was given carbohydrates. She was taken to the emergency department and underwent lab work and monitoring and was discharged after 2-3 hours. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Manufacturer narrative:
(B)(4). H6 codes: investigation conclusion/ remove cause traced to intentional off-label, unapproved, or contraindicated use FDA code :24 - correction.

Event description:
Subsequent to the initial MDR, clarification was provided on 1/8/2025. It was reported that an alert/notification settings issue occurred. On 12/07/2024, it was reported that the patient alleged that her dexcom app/phone did not alarm. The patient alleged that her dexcom app/phone did not alarm. The patient experienced dizziness, pain in her head and body, mobility issues, diaphoresis, nausea, focus difficulty, and loss of consciousness for 20 minutes. The patient woke and the egv (estimated glucose value) was 75 mg/dl. The patient¿s son called 911 and the bg (blood glucose) by ems (emergency medical service) was 74 mg/dl. The patient was given carbohydrates. She was taken to the ed (emergency department) and underwent lab work, imaging for limbs and head, and monitoring and was discharged after 2-3 hours. There was no documentation of further medical evaluation or intervention. The reason for the call was to ask how to set her phone to a low alarm at around 65 mg/dl. At the time of the report, the patient was stable. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. The data investigation found a difference in values that falls within the a zone of the parkes error grid on 12/06/2024. No additional patient or event information is available.